Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer was treated with insulin and saline, and released from the hospital on (B)(6) 2015. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.